Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor end error during the pump rewind sequence and the rewind sequence was unable to be stopped. Customer's blood glucose was 400 to 450 mg/dl at the time of incident. Customer declined troubleshooting for high blood glucose and customer was advised to call back. No further details provided.